Manufacturer narrative:
Product analysis results: optical examination of the adjacent surface immediately around the crack origination area did not identify a surface defect which could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat, quasi-brittle fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. This is consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958726, 510k # k081297, UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to cogenital scoliosis. Post-op, screw at t8 was broken. The tip part of both sides were remained in the patient body. Patient underwent revision surgery due to screw broken and a beak-shaped kyphosis at the vertebral column resection (vcr) part. In which vertebral screw was removed and fusion for extending was performed at t5, 6, 7, t12 and l1. It is unknown whether it is a kyphosis due to a screw breakage or a screw breakage due to a kyphosis.